Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2007 and a right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel reported patient allegations of pain, discomfort, dysfunction, soreness, loss of range of motion, damage to bone and tissue and elevated metal ion levels. It was further alleged that a left hip revision procedure occurred on (B)(6) 2012 and a right hip revision procedure occurred on (B)(6) 2013. A review of the invoice history confirmed the surgery dates and that all components were removed and replaced in both hips. It further suggests infection of the left hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2007 and a right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel reported patient allegations of pain, discomfort, dysfunction, soreness, loss of range of motion, damage to bone and tissue and elevated metal ion levels. It was further alleged that a left hip revision procedure occurred on october 5, 2012 and a right hip revision procedure occurred on (B)(6) 2013 a review of the invoice history confirmed the surgery dates and that all components were removed and replaced in both hips. It further suggests infection of the left hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates patient left hip revision performed on (B)(6) 2012 was due to infection with placement of antibiotic spacer. Additional information received in patient medical records indicates patient left hip revision performed on (B)(6) 2013 was a re-implantation of components. Additional information received in patient medical records indicates patient right hip revision performed on (B)(6) 2013 was due to infection with placement of antibiotic spacer. Additional information received in patient medical records indicates patient right hip revision performed on (B)(6) 2013 was a re-implantation of components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 2 of 8 mdrs filed for the same patient (reference 1825034-2014-02914/02921).